Event description:
Arthroscopy was being done on a pt's left knee when the tip of a hook probe broke off. An incision was made to remove the 3/4 inch piece of metal. No post operative problems were reported.